Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The severely calcified target lesion being treated was located in an unknown vessel. The 12x4.00mm veriflex stent delivery system (sds) was advanced to the lesion and there was difficulty crossing the lesion. It was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).